Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the insulation cracked during surgery and pieces were in the pt but were retrieved. There was no pt injury. On (B)(6) 2010, the interim operating room mgr and surgical scrub tech further reported that the procedure was a gastric lap banding. Only one piece of insulation broke off in the pt. It was immediately identified and removed without difficulty. When the device was removed, the scrub tech broke off a remaining piece on purpose and removed all from the surgical field. All pieces fit like a puzzle and so the physician did no take an x-ray. There was no negative outcome for the pt.